Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a metal flakes on scissors is confirmed and appears to be supplier related. One pair of scissors was provided for evaluation. No apparent deformation or damage was observed. A torn product label sticker was attached to the scissors indicating lot: redw0423. Microscopic observation of the scissors revealed the surface finish to have an uneven metal layer through the blades of the device. A tool was used to scrape the flaky surface of the blade and the metal surface layer was observed to partially detach. An image was also returned which showed scissors and gauze behind a plastic film. An object which appears to be a metal flake is circled and is located within the gauze dressing. The returned sample corresponds with the photo provided. Since the issue appears to be related to the device; the complaint is confirmed. Photos will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿scissors had metal flakes on them¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual and functional testing performed at vad lab the following was concluded: the surface finish of the scissors showed an uneven metal layer through the blades of the device. The delamination and detachment of metallic fragment during testing revealed the pair of scissors as defective. This condition makes the device unsafe for our customer. Therefore, the cause of this condition is supplier related. An incident report was issued to notify our supplier about this issue. A lot history review (lhr) of redw0423 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while trimming a PICC line it was noted that the scissors had metal flakes on them. It was stated there was a bigger chunk in the plastic sleeve that was on the tip of the scissors. The edge of the scissors look different and there was a metal fragment on the gauze.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw0423 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported while trimming a PICC line it was noted that the scissors had metal flakes on them. It was stated there was a bigger chunk in the plastic sleeve that was on the tip of the scissors. The edge of the scissors look different and there was a metal fragment on the gauze.